Event description:
It was reported that this inflatable penile prosthesis (ipp) was not cycling due to fluid loss. It was noted there was a loss of pressure in the system. The ipp was explanted and replaced. There were no patient complications reported.